Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument lost its grip and upon inspection, it was found to have a broken wire. The procedure was completed with no reported injury. Isi followed up with initial reporter and following additional information was obtained : the instrument was inspected prior to use with nothing out of ordinary to be observed. Surgeon was performing suturing surgical task when issue was observed. Instrument did not collide with any other instrument or tool during procedure. The failure was related to opening and closing of the grips. There were no issues with left/right (yaw) motion or up/down (pitch) motion of the wrist. There was one cable visibly protruding from the distal end of instrument. The protruding cable controlled the opening/closing of jaws. The protruding cable was did not control up/down motion of the wrist. No fragment(s) fell into the patient. The instrument will be returned to isi for inspection. No photographic images were available for isi review.